Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Peritoneal dialysis nurse reported to technical support that the peritoneal dialysis patient encountered a fluid leak at the end of treatment. Fluid was observed by the patient when removing the cassette from the cycler. The patient was advised to discontinue use of the cycler. Follow up with the peritoneal dialysis nurse indicates that the patient did not experience any complications as a result of the alleged event. The patient was prescribed prophylactic antibiotics. Patient was reportedly cultured and the culture results were reported to be negative. The patient discarded the cycler set. Additional information was solicited.

Manufacturer narrative:
Plant investigation: the alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."